Manufacturer narrative:
Physio-control received the customer's device but was unable to evaluate it. The reporting service department has strict rules on handling veterinary devices. Therefore, the reported issue could not be verified or duplicated. The device was returned to the customer unevaluated.

Event description:
The customer contacted physio-control to report that the defibrillation electrodes for their device was not working. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that the defibrillation electrodes for their device was not working. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with this event.